Manufacturer narrative:
As reported, the optifix straight fixation device deployed a crushed fastener. Evaluation of the sample finds for bent guide wire and damaged backup tabs. The reported and found broken fastener deployment is a known result of bent guide wire and damaged backup tabs. The components are found to be bent from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a hernia repair procedure the optifix straight fixation device was used to fixate 3dmax light mesh. It was reported that when the first fastener was attempted to be deployed, the trigger could not be grasped. The device was cycled approximately twice in the air and a crushed fastener was deployed. Another optifix straight fixation device was used to complete the procedure. There was no reported patient injury.